Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that while testing the navigation system's cranial application, the tracked instrument spheres would 'disappear' from the camera tacking view. The medtronic representative reported that the spheres of the instruments and the frame were not next to one another and the tracking triangles for the tracking view were in the middle of the tracking view. There was no patient present when this issue was identified.